Event description:
The patient underwent full revision surgery due to high impedance. It was noted that the patient's excess lead length had been coiled behind the generator and it is believed that persistent friction of the lead being between the generator and the patient's ribs led to a fracture of the lead. The suspect device was discarded per explant facility policy. No additional relevant information has been received to date.